Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device needs a new interconnect board. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Additional information received via email on 26-jan-2022: the reported product fault occurred while the device was not in use with a patient. The product issue did not caused or contributed to a patient or clinical injury. Event problem and evaluation codes: updated after device evaluation device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal broken. The customer stated problem was not duplicated. Unable to determine the intermittent of the error. Error was found in the device ehl (event history log). Replaced interconnect board for preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.